Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2011; inratio: >7.5; lab: 1.7. Pt is unsure of exact target therapeutic range but stated that they like to keep her inr around 2.0-3.0. Pt's son took her to the lab within 20 mins and she had lab draw done within an hour of the meter result.

Manufacturer narrative:
Pending.